Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, minor scratched display window, missing end cap sticker, and detached endcap. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump's drive support cap came out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.